Event description:
A pt reported experiencing inaccurate erratic results with an otp meter. The pt's blood glucose results were 79, 92, 174, 188, 256 mg/dl. Tests were done within 10 minutes with a difference of 48%. Pt did not experience any adverse events. No further info has been reported.